Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced freezing, and stylus tip misalignment had occurred during operation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed programmer issue. Stylus was hesitant to move at times. Replaced xy board using salvaged part. Recalibrated the stylus. All salvaged parts used were inspected per applicable requirements. Reconfigured hard drive, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.